Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B) (4)

Event description:
Per the surgeon, the patient was explanted due to a reported allergic reaction.more information has been requested, but was not available at the time this report was file march 4, 2010.

Event description:
Philips' customer has been sent a medical device alert (B)(4) issued (B)(4) 2010 from the mhra. This alert requires the site to identify the affected swing arm by checking the serial number and then to contact the supplier of the equipment and arrange for them to inspect or replace the affected swing arm. This is reportable because the arm may drop down and might seriously injure pt or user.